Event description:
It was reported that three days post implant, there was no capture or sensing, unacceptable thresholds, and lead dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.